Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that that the insulin pump had audio issue. The customer¿s blood glucose was 114 mg/dl. The customer ran the test twice and it failed. The customer was advised that the insulin pump was still usable but, if he was not feel comfortable to use then discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.